Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Low pump flow: patient had multiple alarms per clinical. After review logs, no suction alarms or placement signal alarms were observed. Couple of impella in ventricle alarms were present. The cause of low pump flow cannot be determined since insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that after placement of the impella cp support was initiated, the automated impella controller had multiple alarms. The physician stated the pump was in position on fluoroscopy but the pump had ¿ no flow¿ and had multiple alarms. The patient's status was critical/unstable. The decision was to implant a new impella cp.